Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the pump and the patient's outcome could not conclusively be established through this investigation. The lvad log files extracted from the returned pump appeared to capture the device operating as intended. Of note, following (B)(6) 2021 in the lvad periodic log file, the clock is not set. A specific cause for the clock not being set could not be determined through this evaluation; however, pump parameters appeared comparable between the lvad periodic log file prior to the clock rest and the lvad event log file after the clock reset. Transient low flow values were observed in the lvad event log file, but low flow alarms could not be confirmed as no controller log files were submitted for review. A specific cause for these low flow values could not be determined through this evaluation. (B)(6) was returned with the pump cable intact. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the outflow graft attachment hardware. The apical cuff was returned properly engaged with the cuff lock. Examination of the inlet cannula and sealed outflow graft revealed no adhered depositions or thrombus formations. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. This document advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿how your heart pump works¿. The patient handbook explains that the pump cannot run without power. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected and driveline power fault alarms, as well as how to respond to each alarm condition. Additionally, this document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02048. It was reported that the patient was home alone and controller screen went blank and white. The patient called the center and was instructed to not take any action and wait for further instructions for a controlled controller exchange. The patient reported no alarms during this period and that the green circle was illuminated indicating the pump was running. The patient was not experiencing any symptoms and seemed stable. The patients neighbor went to check on patient and the patient was found unconscious with percutaneous lead disconnected from controller and backup controller was found nearby. The red heart on the system controller was illuminated at this time. The patient was taken to the local hospital where the controller was swapped out for the backup. The pump started back up but low flow volumes were noted. The patient never regained consciousness and passed away on (B)(6) 2021.